Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to replicate the reported complaint. The instrument was placed on an in-house system and passed energy delivery. The instrument knife blade also passed the cut test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the insufficient sealing with the vessel sealer instrument. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hemicolectomy procedure, the vessel sealer instrument wouldn't coagulate and cut properly. On april 25, 2016, intuitive surgical, inc. (Isi) received additional information from the reporter. The reporter confirmed an issue with coagulating small arteries (splenic flexure). Due to an insufficient seal, the surgeon attempted to cut and there was report of insignificant bleeding (approximately 1 ml) which was sealed by using another instrument. Audible beeps were heard but no errors were reported. The patient tolerated the procedure well. There was no report of patient injury, harm or adverse outcome.